Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver overheating could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed all relevant tests. An internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. The receiver log was downloaded for review finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.